Event description:
An error message was reported with the freestyle libre 2 reader. The customer received an error 9 message and was unable to obtain readings. As a result, the customer experienced a seizure and loss of consciousness and was unable to self-treat, requiring treatment of insulin by her husband. The customer had contact with an hcp and was administered intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A visual inspection was performed on the returned reader (B)(6) and no issues were observed. Performed built-in reader test and the reader test passed. An error message was not observed during the investigation. No malfunction or product deficiency has been identified. Therefore, this complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 reader. Customer received an error 9 message and was unable to obtain readings. As a result, customer experienced a seizure and loss of consciousness and was unable to self-treat, requiring treatment of insulin by husband. Customer had contact with an hcp, and was administered intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.